Manufacturer narrative:
Per the field service representative (fsr), the biomed has tried to repair this very problem and wants to send the unit in for repair.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was no circulation for cardioplegia (cpg). Setup was the day before the case. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.